Event description:
Special call was initiated on pt and crash cart was opened. Ambu/respiratory bag was obtained for resuscitation, but there was no mask in sealed bag. Pt had delay in treatment, yet survived.